Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead displayed high out-of-range (oor) pacing lead impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Additionally, noise was observed when the lead was programmed to unipolar configuration resulting in inappropriate atrial tachy response (atr) episodes. The field representative reprogrammed to bipolar configuration and tested the lead. No noise could not be reproduced in bipolar. Boston scientific technical services (ts) discussed the possible reasons as well as troubleshooting measures. Troubleshooting revealed a loose lead to device header connection. The lead terminal pin was not inserted all the way into the device header. An invasive procedure was performed. The lead terminal pin connection was corrected. This product remains implanted and in service. No adverse patient effects were reported.